Event description:
Since implanting essure, I have had extremely heavy bleeding, blood clots the size of my hand, lower back pain, hip pain, mood swings, extreme weight gain, fatigue, pelvic pain. (B)(4).